Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that the patient was throwing up all day long and had not been eating. The patients blood glucose levels were over 400 mg/dl. The mother gave corrections and then removed the pod and put a new one on at 1:38 am. The patient mother noticed a bump on the site at time of removal. The patient then woke up at 10:00 am and still felt horrible. That is when the mother took him to hospital. Patient was diagnosed with hyperglycemia. Patient was treated with an IV and medication for nausea. The patient mother stated the bump was looked at as well by the doctor but the doctor indicated that it did not look infected however, later the mother said she noticed a it leaking pus.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels.